Manufacturer narrative:
Investigation result. Visual evaluation revealed that the sponge was separated from the biopsy cap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used on (B)(6) 2017. According to the complainant, during the simulation the sponge was pushed into the endoscope. They retrieved the sponge using forceps. There was no patient or procedure associated with this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used on (B)(6) 2017. According to the complainant, during the simulation the sponge was pushed into the endoscope. They retrieved the sponge using forceps. There was no patient or procedure associated with this event.